Manufacturer narrative:
Unit was received with motor error alarm during rewind due to motor leaking oil and contaminating the motor home switch. Unable to verify motor position encoder error alarm due to motor error alarms. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corner, and stained end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Troubleshooting was not performed. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.